Event description:
The patient underwent a lap sigmoidectomy procedure. The anastomosis was created with the car. At day 5, the patient was re-operated. The posterior wall of the anastomosis site was found totally opened. The ring was resected and re-anastomosis was done circular stapler.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device history file was reviewed, indicating that the device was released pursuant to its specifications. The device was not returned for evaluation, and no conclusion could be drawn based on the limited information that is available. Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.